Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient went to emergency room and hospitalized. The cause of emergency room visit was diabetes related issue. Patient was subsequently admitted to the intensive care unit. The blood glucose level was 903 mg/dl. High blood glucose was due to infusion set being pull out. Ketones level was high. Infusion set has been used for one day. Therefore, patient was treated with intravenous bolus, fluids of saline and insulin. Issue was resolved. Patient was released from hospital on (B)(6) 2024. No further information available.